Manufacturer narrative:
There is no suspected device failure. Off-label or use error may have contributed to the observed procedural complication. There is no evidence to suggest that the baylis medical device caused or contributed to the reported incident. This report is being submitted as the baylis medical device was used during the procedure.

Event description:
A report was received indicating that the baylis nrg transseptal needle was used by a physician to ablate a specific location in the left atrium that could not be reached with the ablation catheter. Following ablation, pericardial effusion occurred and the procedure was aborted. Off-label or use error may have contributed to the observed procedural complication. There is no evidence to suggest that the baylis medical device caused or contributed to the reported incident. This report is being submitted as the baylis medical device was used during the procedure.